Event description:
The customer reported noticing diluted blood leaked from the right side of the lh 500 hematology analyzer while running samples. The customer reported that no differential results were generated for the samples which were run when the event occurred. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or direct contact with the leak was reported.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone and the customer reported finding a pinhole at I-beam tubing at pinch valve pv43. The customer replaced the tubing to resolve the leak. A beckman coulter field service engineer (fse) was dispatched to the customer's site to resolve the differential issue. The fse discovered that the latron scatter reading was zero and no differential results were generated since the leak occurred. The fse evaluated the light scatter (ls) preamplifier board and found signs of liquid damage (white powder residue) in the harnesses area of the board. The fse ordered an ls preamplifier board for replacement to resolve the no differential issue. The fse called the customer to verify receipt of the ls preamplifier board and the customer informed the fse that the original preamplifier board which was in the instrument worked fine and replacement of the preamplifier board was not needed. Results: ls preamplifier board. (B)(4).